Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to terminate the arrhythmia, therefore the physician applied external defibrillation. Following the therapy the device was found in backup vvi mode. The physician suspects the external defibrillation caused the device to enter backup mode. Technical support was contacted to review the device image and over current detection (ocd) was also noted. The device was reprogrammed to resolve the issue. A device explant is anticipated but not yet scheduled. The patient was in stable condition.